Event description:
According to the reporter, during a laparoscopic appendectomy procedure, during the recovery of the appendix, the bag could not be closed properly. The same retrieval bag kept working, as the appendix was already inside. It was noted that the bag was torn and no specimen fell on the patient. To resolve the issue, the incision was extended by one centimeter (cm) and got everything out of the abdomen safely, and the operating time was extended by five minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, during the recovery of the appendix, the bag could not be closed properly. The same retrieval bag kept working, as the appendix was already inside. It was noted that the bag was torn, bag partially detached from the ring and no specimen fell on the patient. To resolve the issue, the incision was extended by 1 centimeter (cm) and got everything out of the abdomen safely, and the operating time was extended by 5 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.